Manufacturer narrative:
(B)(4). Device fired through lockout.

Event description:
It was reported that during an unknown procedure, the trigger would not deploy the clips. A new one was used to complete the procedure. There was no patient impact reported. No other details of the event are known.